Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the power supply on the image intensifier. The system was tested and is operating as intended.

Event description:
The customer reported that the 7700 system would not boot up. No patient injury was reported.